Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, with the cause of the low glucose episodes unclear;. Troubleshooting and education were provided and no device alerts or alarms were reported. Symptoms included low blood glucose, reaching a low of 62 mg/dl, requiring treatment. Outcomes included use of oral glucose for recovery without medical intervention or hospitalization. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction reported and no evidence of an ilet component failure. It was concluded that the event was user-experienced hypoglycemia with undetermined cause and no confirmed device-related malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.